Manufacturer narrative:
Taper ii. Medwatch sent to FDA on 09/13/2018. Device evaluation summary: a visual examination was performed on the returned, lap-band with access port I and taper type ii. The band ring and shell were noted to be separated near the band buckle. The port tubing was noted to be separated from the access port at the port tubing junction. The port ss connector was visible at the port tubing junction. Needle marks were noted on the port septum. Scratches were noted on the port housing and the port holes. One opening was noted on the port taper near the port tubing junction. A sample piece of tubing was attached to the port for the port leak test, and no leakage was noted. However, leakage was noted from one opening on the port taper, and from the end of the port tubing, where the tubing was separated from the port. An air leak test was performed, and leakage was noted from one opening, where the band ring and shell were noted to be separated. A fill inspection test was performed, and no blockage was noted when colored di water was passed through the port septum. The separated port tubing was also tested, and no blockage was noted. One opening was located on the port taper, approximately 0.27 inches from the port tubing junction. Under microscopic analysis, the apparent origination point of the opening was noted to have striated edges, consistent with damage from a surgical tool. The end of the port tubing that was separated approximately 2.7 inches past the ss connector was noted to have smooth edges. The end of the port tubing that was separated approximately 2.7 inches past the ss connector was also noted to have striated edges, consistent with a surgical end cut to remove the device. A smooth-edged opening was noted on the end of the port tubing at the taper tubing junction. The end of the port tubing at the taper tubing junction was also noted to have striated edges, consistent with a surgical end cut to remove the device. The end of the port tubing, separated from the port at the port tubing junction, was noted to have striated edges, consistent with damage from a surgical end cut to remove the device. Non-penetrating nicks/marks were noted on the ss connector, at the port tubing junction. Needle marks were noted on the port septum. Non-penetrating nicks/marks were noted on the port housing, the port holes, and the port base. Both ends of the separated band ring and shell were noted to have striated edges, consistent with damage from a surgical end cut to remove the device. Review of the device labeling notes the following: precautions: it is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant. Care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. Over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation. When adjusting band volume, the needle must be inserted perpendicular to the access port septum. Failure to do so may cause damage to the port and result in leaks. When adjusting band volume after the septum is punctured, do not tilt or rock the needle, as this may cause fluid leakage or damage to the septum. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require surgery to reposition and/or remove the band. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain. Unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Other adverse events considered related to the lap-band® system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury and wound infection. Warnings: a large hiatal hernia may prevent accurate positioning of the device. Placement of the band should be considered on a case-by-case basis depending on the severity of the hernia. Patients should be advised that the lap-band ap® system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have had adjustable gastric band placed approximately nine years ago. Patient has had several adjustments done with the latest approximately one year ago. Patient had history of unfill due to upper gastrointestinal (ugi) showing gastric band slippage last year with improvement noted. However, there has been difficulty in accessing the port (catheter kink vs. Band leak). A laparoscopic revision (removal and replacement) of adjustable gastric band was performed for relocation of port, heller myotomy, excision of cicatrix, takedown of fundoplication, lysis of adhesions. The lap-band port was dissected from the subcutaneous pocket and excised. The catheter was fractured 2 inches from the port and completely disconnected. The lap-band was seen to have slipped and was moderate in size. There was a moderate-sized hernia sac which was excised.